Event description:
It was reported that the patient underwent implantable pulse generator (ipg) upgrade to control pain patterns. The patient was doing well postoperatively, and the explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.